Manufacturer narrative:
Date rec'd by MFR: 05aug2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the user interface assembly and the issue was resolved. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03may2019. (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the unit's display was dark. There was no patient involvement. Event date not specified: estimate used.